Manufacturer narrative:
Block h2: additional information: block d4 (lot number, expiration date), h4 (manufacture date). Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. It was also found that the catheter was kinked. Microscopic inspection confirmed the balloon was torn longitudinally. The reported event of balloon burst was confirmed as the longitudinal tear could have been interpreted by the customer as a burst. Dimensional examination of the catheter was performed, and the outer diameter was measured in three sections; distal, medium and proximal. The three sections were within specification. It is possible that interaction with scope, the technique used by the physician or any other surface during the procedure could create friction on the balloon, leading to the investigation finding of balloon torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon only inflated to 18mm and barely started to increase pressure to 20mm; after one or two pumps, the balloon burst before reaching 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon only inflated to 18mm and barely started to increase pressure to 20mm; after one or two pumps, the balloon burst before reaching 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.